Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 16 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There was no patient involvement.